Manufacturer narrative:
On 6/6/2018 a clinician assessment was performed and an additional patient code was added based on this assessment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 241305s was reviewed on 7/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 400cc mentor memorygel breast implant, catalog #3504004bc, serial #(B)(4), lot #241305s (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female underwent primary breast reconstruction with 400cc mentor memorygel breast implants. In (B)(6) of 2018 the patient began experiencing burning sensations, shaking, and stated to be feeling generally sick. The primary care physician felt something was off with the left breast, but diagnoses could be made after magnetic resonance imaging was reviewed on (B)(6) 2018. The imaging revealed that the breast was no long capsulated. At the time of this report, mentor has received no information regarding an expected explantation date, however, future removal without replacement is indicated. (See 1645337-2018-03437 for contralateral prosthesis report).